Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 380 mg/dl. The customer was assisted in performing a 5.0 units fixed prime. Customer stated the insulin exit. Customer was advised there may be a possible site related issue, possibly dut to ben cannula or site/set occlusion. The customer was advised to change the entire infusion set. The customer was advised that the device would be replace due to no delivery. The customer bypass the high blood glucose troubleshooting.